Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels upon waking. The customer's blood glucose was 501 mg/dl. The customer complained of frequent urination and treated with a manual injection. The customer's most recent blood glucose was 408 mg/dl. The customer was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime with the current set. She stated that insulin exited at the quick release. She stated that she had not received any alarms since the high blood glucose started. The insulin pump passed the high pressure test upon troubleshooting. She was advised to change the entire set, reservoir and insulin and treat per doctor's instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.